Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. Per the instructions for use (IFU), high watts alarms are an indication that the pump watts has exceeded the high power alarm threshold and may be indicative of thrombus or other tissue fragments in the pump. This is a potential complication associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient presented to the emergency room with hvad high power alarms (9 - 11.7 watts with speed set at 2640rpm). His lactate dehydrogenase levels were reported to be 2489 at admission. He also reported dark tea-colored urine since (B)(6) 2016. The patient hvad speed was adjusted but was ultimately returned to 2640rpm with a subsequent drop in watts into the 3-4s. The patient was admitted to the intensive care unit. He underwent a right heart catheterization (rhc) with pulmonary artery catheter which revealed stable hemodynamics. A preliminary review of the controller log files confirmed the reported high watt alarms starting on (B)(6) 2016. The patient was started on milrinone, heparin and sodium bicarbonate. The site reported that the patient's urine was now running clear.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as his related comorbidities. Though the root cause of the reported event cannot be conclusively determined; there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.